Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that prior to the implanting procedure, there was no telemetry with the implantable cardioverter defibrillator (ICD). The ICD was not implanted and was replaced. There was no patient involvement.